Event description:
It was reported that after one month post implant, this right ventricular lead dislodged. The patient expressed no discomfort and believed that the dislodgement was caused by their own activity. The physician elected to performed a lead replacement procedure however, during the procedure the helix failed to function post several repositioning attempts. As such, the lead was removed and replaced. The explanted lead was returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies outside of a slight bend in the helix tip which was likely induced at explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that after one month post implant, this right ventricular lead dislodged. The patient expressed no discomfort and believed that the dislodgement was caused by their own activity. The physician elected to performed a lead replacement procedure however, during the procedure the helix failed to function post several repositioning attempts. As such, the lead was removed and replaced. The explanted lead is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported.